Event description:
The pt was implanted with a model 3470 xtrel receiver and lead system on 6/3/1996 for pain due to failed back surgery syndrome. On 7/20/1999, the pt's attorney alleges: "the pt was knocked unconscious for a period of time, was hospitalized and had a laceration in his arm closed with 32 stitches. Rep came approx 10 days later and tried to hook up a new box to the pt. He rec'd a severe shock again and was told that he needed new internal wires, which would constitute the fifth time he was required new wires to be installed."